Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt); "surgery took one hour longer than expected" (no code available); "surgery took one hour longer than expected" (surgical procedure, delayed). Product problem(s): "system message was displayed" (device displays error message). A facility reported that the system stopped working during a procedure. The surgeon had completed the phacoemulsification, sculpt, and quadrant removal. During the quadrant removal, the bss bottle was replaced. After the bottle was replaced, a system message was displayed. The machine was rebooted but the issue persisted. The system was switched out and the surgery was completed. The surgery took one hour longer than expected. There was no pt injury.

Manufacturer narrative:
A company service rep examined the system. The pcb value holder was replaced and was sent in for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)